Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from the 230's to 500 (mg/dl). Reportedly, correction boluses were administered to address the bg level.